Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the device evaluation confirmed the customer¿s allegation. It was likely due to damage on charged coupled device unit. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device has noise in the image due to a damage on charged coupled device unit. There were no reports of patient involvement.